Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out for eol, the lead was capped and replaced with a competitor lead on (B)(6) 2015 due to externalized conductors.